Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2018: (B)(4) 2018 jnj representative and jnj colleage attended the hospital for scheduled revision. On viewing of the patients current xray, it would appear to be a corail stem insitu, no obvious radiological issues noted by surgeon at time of review. Surgeon did not need to do too much to remove the stem from the patient's femur- he concluded 'obvious loosening' as the reason for the patient's 'pain/discomfort'. Revision of the femoral stem occurred, with a size 13 corail revision stem of standard offset being used, and a 32 +1 metal femoral head being used. Acetabular components were left unchanged, with nil issues to be identified by surgeon intra-operatively. Unable to get xray, unable to identify existing implant, as the patients medical history had limited procedures noted- none of which identified previous left thr. Jnj representative will continue to ask the hospital for the volume of the patient's history that may identify components, and primary operative dates.

Manufacturer narrative:
Investigation summary: no device or product details were received. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.